Event description:
It was reported the patient experienced a change in his stimulation pattern. The patient experienced ineffective stimulation as well as over stimulation. An sjm interrogated the system and found no issues. The patient was reprogrammed but the issues still persist. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).